Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was not known. Reportedly, customer was hospitalized; however, the specific date was not provided. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.